Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the staples on the clips of the er320 instrument did not secure properly. The case was completed by using another instrument. There was no consequence to the pt.